Event description:
The device user (du) reported that there was a pinch valve malfunction. The hepatic artery pinch valve (pvha) was showing as 100% occlusion on the graphical user interface (gui); however, no occlusion was occurring. The device user had tried troubleshooting on their own and with the clinical staff without success.

Manufacturer narrative:
The device was returned to the manufacturer and the customer was given a replacement device. Further evaluation of the device is pending.

Manufacturer narrative:
A service engineer (se) evaluated the device. The se found that the pinch valves were functional when the device arrived. As a precaution, the se cleaned both pinch valves and re-installed them into the system. Afterwards, a short operational test was run to test the functionality of the pinch valves and the overall system. The device passed all testing completed. The root cause of the reported issue is believed to be related to ingress.

Event description:
The device user (du) reported that there was a pinch valve malfunction. The hepatic artery pinch valve (pvha) was showing as 100% occlusion on the graphical user interface (gui), however, no occlusion was occurring. The device user had tried troubleshooting on their own and with the clinical staff without success.